Event description:
"A 60 ml disposable was prepared and inserted into the centrifuge and within seconds after starting the spin cycle blood sprayed into the inside of the centrifuge, this is the second occurrance" the product was not returned, however, investigation of the same lot of product on hand at co. Revealed a potential for failure of what appeared to be a similar type due to a high gate condition on a small percentage of disposables. By screening earlier and subsequent lots it was determined that the high gate condition was isolated to one incoming lot of disposables, therefore finished product remaining in inventory was rescreened and suspect devices removed and retested, yielding an approximate .3% failure rate. In house screening of all subsequent lots showed that the condition did not exist in other lots. Supplier has been notified and a full corrective and preventive action plan will be implemented. The blood which was spilled was contained within the sealed centrifuge chamber and would not result in an injury to be patient or the user. This incident did not result in an exposure as defined by osha.